Event description:
It was reported that the catheter was inserted in the patient on (B)(6) 2026. On (B)(6) 2026, the medical agent was found leaking from catheter body at the bottom of the juncture hub. Therefore, the catheter was removed and replaced with a new kit. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was required beyond that described.

Manufacturer narrative:
(B)(4)